Event description:
It was reported that during use the atrial lead exhibited high impedance. The atrial lead settings were re-programmed, lead alert programmed off, and the lead remains in use. No patient complications have been reported as a result of this event.